Event description:
The duett sealing device was deployed following an interventional procedure via 5 fr sheath in the right common femoral artery. Following the deployment, the patient experienced radiating abdominal pain. A CT scan confirmed a retroperitoneal bleed. The patient was given pain medication, but no treatment for the bleed was required. The event resolved and no further complications were reported.

Event description:
The duett sealing device was deployed following a diagnostic procedure.